Event description:
The mechanism to retract needle on insyte auto guard shielded i.v. Catheter failed to retract needle nursing employee while attempting to get needle to retract dropped contaminated needle striking herself in food causing puncture wound. Catheter needle was contaminated with blood from hiv positive pt.